Manufacturer narrative:
Manufacturer's investigation conclusion: device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot low voltage advisory alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The reported event of low voltage alarms was confirmed via the submitted log file; however, it was not reproduced. A review of the log files spanned approximately 2 days ((B)(6) per time stamp). On (B)(6) while connected to batteries, the low voltage alarm activated due to fluctuating rsoc voltage on the black power cable. The alarm was not associated with a power source exchange and reactivated intermittently. The alarm did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms active in the log file. System controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. The functional test revealed that the controller cable wires had slightly high resistances in the black power cable that may have contributed to the observed alarms. There was no visible damage to the cables and the reported low voltage alarm was not able to be reproduced. A root cause for the reported event cannot be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing low voltage advisory alarms despite being on fully charged batteries and new battery clips. The patient's modular cable and system controller were exchanged and the alarms resolved.